Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient seeking medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient had to seek medical attention due to hypoglycemia. The patient's blood glucose levels declined to 3.2 mmol/l (58 mg/dl) while wearing the pod. The pod did not generate an audible alarm. The patient was treated with 2 bags of glucose drips. The patient was released on the same day. Additional information is being solicited, a supplemental report will be submitted if received.